Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose level at the time of the call was over 500 mg/dl. During troubleshooting, the caller stated that the bolus history did not display all information properly. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.